Event description:
During a hip arthroscopy using the bioraptor knotless suture anchor, it was reported the metal tip of the anchor introducer was found to have broken off during the procedure. The tip of the introducer has broken off in the anchor, the surgeon didn¿t realize until after they had come out the patient and the scrub staff noticed the tip of the inserter was missing. Consequently, they had to go back into the patient to check the anchor; they advised the inserter was stuck in the anchor and has been left in the patient. They were still able to use this to complete the procedure, despite the break; it is unclear how much of the inserter broke off. The exact lot number as three anchors were used and the hospital were not sure which lot was for the broken anchor, the three lot numbers involved were 50534564 x 2 and 50530588. The patient was noted to be fine post procedure.

Manufacturer narrative:
Device evaluation: one bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the device shows the inner shaft has broken. The remaining portion of the inner shaft is twisted. The distal tips tines are also bent. This condition is consistent with not maintaining axial alignment during use. Per the devices IFU under caution: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site¿. Although this condition exists a root cause investigation has been initiated to investigate this failure mode. This investigation is ongoing. (B)(4).